Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated quality controls (qc) were in range prior to the event. Ccc remotely aligned the probes, and performed a clean with sodium hydroxide, and primed it. The ccc performed special method testing and over mix (omix) which indicated the sample 1 and reagent 1 probes and the sample 1 mix was out of range. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse replaced the sample probe mixer and performed alignments. The cse corrected bottom of cuvette for sample 1 and reagent 1 since both align service testing were off. The cse ran a quick check which passed. The cse reran fluidics and mix, align, and omix for sample 1, which passed. The cse ran qc, resulting within range. The cause of the discordant, falsely low mg results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low magnesium (mg) results were obtained on patient samples on a dimension vista 500 instrument. The discordant results were not reported to the physician(s) as they were flagged "below panic range". The samples were repeated on an alternate instrument, resulting higher. The repeated results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low mg results.